Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found distal stent damage with struts on the first row from the distal edge of the crimped stent stretched and raised proximally. The bumper tip of the device showed signs of damage to the distal edge of the tip. This type of damage is consistent with resistance being encountered on advancement of the stent delivery catheter through a calcified lesion site. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found multiple kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found no issues with the profile. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Same case as MDR ID 2134265-2015-07982. It was reported that stent damage occurred. The target lesion was located in the heavily calcified left anterior descending (lad) artery. Following placement of a 145, 5-in-6 guidezilla guide extension catheter in lad, a 4.00x28mm promus premier stent was advanced but resistance in the lesion was encountered. The stent delivery system (sds) was removed and it was noted that some stent struts were damaged and flared. A 4.00x24mm promus premier stent was then advanced however it became stuck at the hub of the catheter of the guidezilla. The sds was pulled out and flaring of the stent struts were noted. The guidezilla was removed and predilatation with a non compliant balloon was performed. The procedure was completed using a 4.0x26 non-bsc stent. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
(B)(4). Date of birth: 1938. Device is a combination product. (B)(4).

Event description:
Same case as MDR ID 2134265-2015-07982. It was reported that stent damage occurred. The target lesion was located in the heavily calcified left anterior descending (lad) artery. Following placement of a 145, 5-in-6 guidezilla¿ guide extension catheter in lad, a 4.00x28mm promus premier¿ stent was advanced but resistance in the lesion was encountered. The stent delivery system (sds) was removed and it was noted that some stent struts were damaged and flared. A 4.00x24mm promus premier¿ stent was then advanced however it became stuck at the hub of the catheter of the guidezilla. The sds was pulled out and flaring of the stent struts were noted. The guidezilla was removed and predilatation with a non compliant balloon was performed. The procedure was completed using a 4.0x26 non-bsc stent. No patient complications were reported and the patient's status was fine.